Event description:
It was reported that during a percutaneous coronary intervention procedure, the intravascular ultrasound (ivus) catheter became stuck in a stent. The 90% stenosed target lesion was located in the left main coronary artery proximal to the left anterior descending artery. Another manufacturers' stent was implanted. The stent was completely apposed to the vessel wall. The physician advanced the atlantis sr pro2 intravascular ultrasound (ivus) diagnostic catheter to the lesion and the catheter got trapped at the distal edge of the stent. The physician encountered resistance while withdrawing the catheter through the deployed stent. In order to remove the catheter, the catheter was disassembled, drive shaft was removed from the outer sheath, a 0.0025 wire was inserted to the outer shaft with pressure applied to the device to change the direction of the catheter, then the catheter was removed. It was noted that the previously deployed stent length was "shortened by half". Three additional stents from an unknown manufacturer were implanted to the proximal and distal ends of the stent. The diagnosis was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the intravascular ultrasound (ivus) catheter became stuck in a stent. The 90% stenosed target lesion was located in the left main coronary artery proximal to the left anterior descending artery. Another manufacturers' stent was implanted. The stent was completely apposed to the vessel wall. The physician advanced the atlantis sr pro squared intravascular ultrasound (ivus) diagnostic catheter to the lesion and the catheter got trapped at the distal edge of the stent. The physician encountered resistance while withdrawing the catheter through the deployed stent. In order to remove the catheter, the catheter was disassembled, drive shaft was removed from the outer sheath, a 0.0025 wire was inserted to the outer shaft with pressure applied to the device to change the direction of the catheter, then the catheter was removed. It was noted that the previously deployed stent length was "shortened by half". Three additional stents from an unknown manufacturer were implanted to the proximal and distal ends of the stent. The diagnosis was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the imaging catheter returned for evaluation revealed a detachment in the male/female luer connection and the imaging core was outside of the sheath assembly. The guidewire exit port was lifted by 1.0mm. Further testing disclosed no resistance in tracking the guidewire into the catheter. No other issues or defects were observed during visual analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).